Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under separate medwatch report.

Event description:
This is filed to report the clip (80525u177) caught in the chordae, causing chordal rupture. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. One clip (80212u171) was implanted on the anterior and septal leaflets, reducing the tr to 3-4. The second clip delivery system (cds 80525u177) was advanced to the tricuspid valve; however the clip became caught in the chordae. The clip was inverted and retracted back to the atrium. A chordal rupture was observed. Additionally, the first clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment / slda). The tr increased to 4. The second clip was not implanted, and the cds was removed. No further clips were attempted and the procedure was aborted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) states that the mitraclip system is intended for reconstruction of the insufficient mitral valve. All available information was investigated and the reported difficult to remove the clip delivery system (cds) from the chordae appears to be related to the challenging patient morphology/pathology of a dilated annulus, and the usage of mitraclip in the tricuspid valve. The reported tissue damage appears to be a result of procedural conditions of difficulty removing the clip from the chordae. The reported patient effect of mitral valve injury, as listed in the mitraclip system IFU is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.